Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (53mg/dl). Paramedics treated the customer with dextrose tablets and sugary foods. System check could not be performed with tandem technical support as the event occurred in the past.